Event description:
It was reported that during implantation, the right ventricular (rv) lead was repositioned due to high threshold measurements in the first location. Once it was repositioned, there were still high threshold measurements. When trying to reposition again, the helix would not retract after 20 to 25 rotations. When the lead was removed, the helix was clogged with tissue and the screw had to be removed from the body. The physician used a new lead and the procedure was completed successfully. There were no adverse patient effects reported.